Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon post surgical examination, all liners listed were found to have damaging gauges on the inside of the cups. Some gauges extend to the exterior and the flat surface at the bottom.

Manufacturer narrative:
Additional narrative: examination of the returned instruments confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.